Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had a triathlon knee replacement done on their left knee in (B)(6) 2011, and has a problem with their left knee shifting from side to side.